Event description:
Health care professional reported pt receiving hemodialysis treatment on the 1550 device had 2kg fluid removed above the set goal weight. Pt complained of not feeling well 2 1/2 hrs into therapy, 200cc bolus of normal saline was administered and the blood flow rate was decreased from 450cc to 400cc. Pt reported feeling better. Therapy was continued and pt continued to feel better for approximately 1 1/4 hr when hcp observed pt blood pressure to be decreased and pt c/o feeling lightheaded and reported not feeling good again. Goal weight to be removed was lowered from 3.2 to 3.0 kg and pt was placed in trendelenberg position and 200cc normal saline administered. Pt reported feeling better for a while and then c/o cramping. Normal saline was administered for a total of 1000cc during this treatment. Treatment was completed and pt left facility feeling better.